Manufacturer narrative:
Additional narrative: customer is complaining a defect hip instrument without any details. During impaction of cup the instrument's´s components got locked. A little part of the beige plastic was lost (but it is not in patient´s body). Initial investigation identified that the plastic locking catch had not been returned with the instrument. The fracture of the catch could not be verified. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. This product was manufactured to the revised design however the root cause of this complaint is due to user error. Continued post market surveillance will be carried out per (B)(4) under the post market surveillance plan. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction of cup the instrument's components got locked. A little part of the beige plastic was lost (but it is not in patient's body).